Event description:
During a laparoscopic hysterectomy procedure there was a permanent tone. The generator showed no error code. Another device was used to complete the case with no pt consequence. There are no further details available.